Event description:
It was reported that during use with bd preset¿ arterial blood collection syringe air bubbles formed in the tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the arterial blood collection went smoothly, and there were air bubbles attached to the wall of the arterial blood collection needle.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode.